Event description:
A medtronic representative reported that, while in a procedure, the software application became unresponsive. No further details regarding the concern were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The site declined to provide patient information, referencing japan national privacy laws. Return requested. Replacement computer shipped to site (B)(4) 2015. Medtronic investigation of returned suspect device finds initial testing shows computer to boot and hard drive is 33% used with 19 gb patient exams. Usage log show 3 cranial cases and 3 ear, nose & throat (ent) cases. No further issues have been reported.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.